Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01215. The pt ((B)(6)) rec'd his scs system, including an ipg and percutaneous lead, for ulnar neuropathy. The patient's lead was implanted cervically. The implant date is currently unk. It was reported on (B)(6) 2011 that the pt experienced a headache and facial flushing after a brief period of stimulation. The pt stated he felt dizzy and then fainted several times. The stimulation was allegedly turned off. The physician plans to explant the system; the procedure date is undetermined. No further info is available at this time.